Event description:
It was reported via phone call that the insulin pump alarmed off no power during normal device use without a low battery indicator. The caller stated that a brand new battery had been used, and the insulin pump had neither been dropped nor bumped. The caller did not know the blood glucose reading. The caller stated that this was the second occurrence of an off no power alarm without a low battery indicator. The customer was advised to replace the insulin pump and a request was made to have the user return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with a motor error and compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the self test, unexpected restart, occlusion, prime or no delivery tests due to the compromised force sensor system and motor error alarms. The pump had a corroded battery tube. However, the pump passed the operating currents test. No unexpected off no power alarms noted. The pump had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, minor scratches and cracked display window.